Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient had the scs ipg replace. The reason for the replacement was undetermined at this time. There were no complications during the procedure and stimulation therapy was restored postoperatively.